Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received an inappropriate shock for supra ventricular tachycardia (svt) that was detected as ventricular fibrillation (vf). No corrective action was taken. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6) 2010 ; 5076-45, lead, implanted, (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received an inappropriate shock for supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.